Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 540 mg/dl with moderate ketones. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on 05/12/24 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.